Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. It was stated that the customer also had a cold. Troubleshooting was performed, and the insulin pump was programmed with the wrong time and date. Assisted with the correct programming. All other settings were correct. Found no delivery alarms in the alarm history. The caller stated that there was some boluses missing from the bolus history. Had the caller program a small bolus, and it did appear in the bolus history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.